Event description:
It was reported that an ilet pump screen was shattered during basketball, after which the pump would not power on, and the family later discarded the device. Symptoms included no adverse clinical effects, and blood glucose was reportedly not impacted. Outcomes included no medical intervention, no hospitalization, and continued use of the cgm with a phone or receiver while awaiting resolution. Investigation included customer interviews, education on data sync and return procedures, and attempts to retrieve the device for evaluation. Investigation of this case revealed physical damage to the display and loss of device function consistent with external impact, with no device component available for assessment and no evidence of a device-related malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.